Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. As reported by the physician, the subject lead is associated to another similar pacing lead and the symptoms associated to the connector failure are the same. The other lead mentioned (B)(4) has the same connector design compared to the subject lead (B)(4). The analysis of the lead portion returned in the latter case concludes that the leads were placed under considerable tension, while implanted, which caused the identified detachment of components. This unusual tension applied to the leads could be attributed to patient physiology or to the technique used by the physician when the leads were implanted.

Event description:
During a pacemaker replacement procedures, the physician observed damage to the insulation at the connector level. A second lead associated to the case was identified to have the same damage (B)(4).